Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Maude event report was received stating the following: volun (B)(6) 2014: pt was in cath lab for known intervention to circumflex. During angioplasty of circumflex with balloon inflated, an air embolus of unk origin was noted to be present and travel from distal end of catheter into the lad. Pt's status then became unstable. A code blue was called and CPR was initiated. Pt had rapid normalization of hemodynamics and recovered with no ill effects. Additional information received from the site stated the patient experienced both ventricular fibrillation and ventricular tachycardia prior to cardiac arrest.